Event description:
Note: exited partial report before completion in error. Had hysterectomy on (B)(6) 2015. Surgery performed by dr (B)(6). Four days later started experiencing severe abdominal pain. Admitted to (B)(6) hospital emergency room on (B)(6) 2015. Had emergency surgery evening of (B)(6) to re-sect bowel and scrub / rinse abdomen. According to surgeon, bowel obstruction caused by sealant used during hysterectomy. Sealant also found on liver. Sealant used was floseal, manufactured by baxter international. Released from hospital (B)(6) 2015. Patient on-line investigation after hospital release showed this problem has occurred previously with floseal (see "small bowel obstruction after floseal use", journal of the society of laparoendoscopic surgeons, jsls. 2011 july - september; 15(3) : 361-364). Requested dr (B)(6) to report to appropriate entities, including baxter internation and FDA- not sure he has complied. Have since followed up with my primary care physician, dr (B)(6). Dr (B)(6) has scheduled blood work and CT scan (pelvis/abdomen) for end of (B)(6). Trauma surgeon at hospital recommended follow-up especially for liver. All hospital tests, surgical reports and lab tests can be accessed at: (B)(6) hospital, (B)(6).